Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the ablation was stopped and diaphragm movement was impaired and the patient was developed phrenic nerve palsy (pnp). The case was aborted. There was no intervention or extended hospital stay needed. The diaphragmatic impairment improved but some impairment still remains. No further patient complications have been reported as a result of this event.